Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported in a maude report provided to abbott medical optics (amo) that the patient is reporting scratchy, blurry feeling ever since receiving the implanted lenses in 2014. Further, patient has to overcome urge to just close eyes to get relief, feels tired most of the time. Patient was seen by their eye surgeon following the lens implants. Patient had a final check up on (B)(6) 2014, vision had improved and doing well, but patient was not happy with the clarity. This report represents the lens implanted in the patient's left eye. Patient received two lenses and the companion lens will be reported in a separate MDR.